Event description:
Patient was diagnosed with occlusion of the popliteal artery. Physician was preparing for arthrectomy of this vessel. Physician was deploying ev3 spiderx distal protection device. Primary wire exit collar not removed prior to deployment of device. Popliteal artery reoccluded following the procedure and patient was taken to surgery for a fem-pop bypass. The exit collar was removed from the vessel during surgery.